Event description:
According to the event description: "patient had 6-hour infusion of cisplatin commenced at 7pm with 118ml in burette at a rate of 21ml/hr (118ml in burette + 26ml flush - 18ml rapid prime / 6hours) infusion was recalculated by bedside rn...at 8pm to slow the infusion so that the sodium thiosulfate infusion and subsequent bloods weren't missed in handover moving forward. The rate was changed to 18.6ml/hr (80ml in burette + 13ml (half of 26ml flush) / 5 hours). At 11pm rn attended patients room, burette was empty. The infusion stated there was 27.8ml & 1.5hours remaining in burette. This indicated the pump had pulled the infusion through at a quicker rate. The pump was removed from room and replaced...."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713050, serial number: (B)(6). Software version: n030005. History inspection: the device history files from 2025-12-01 were analyzed. The first infusion started with a rate of 400ml/h and a volume 18ml. Three minutes later, the infusion was done. A new rate of 21ml/h and a new volume of 100ml was selected and the infusion started. 1 hour later the rate was change to 18,9ml. 3 hours and 48 minutes later, the infusion stopped because the upstream alarm occurred. At this time, 90,2ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: the cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device is in a clean state but damage on the operating unit was found. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,56 bar (should be: 0,1-0,7 bar). Pressure stage 9: 1,39 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,90 bar (should be: 1,8-2,5 bar). Pmin: 1,61 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,67 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,53% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Disassembling: liquid residues were found inside the device on the emc protection shield, the bottom inner frame and lower housing. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.